Event description:
Device did not fire and close the staples properly at the proximal end on first firing and had to be oversewn during a right hemicolectomy procedure. A reloaded was inserted and fired again with the same results. There was no need to use any further devices in this procedure. There was no consequence to the patient.